Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: a revision occurred due to instability. Upon entering the joint, necrosis was found and very little of the abductor was intact and viable. The femoral component was stable and retained. Corrosion was noted on the trunnion. The shell was removed so a constrained liner could be placed. New components were placed without complication. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 02923.

Event description:
It was reported that the patient underwent initial right total hip arthroplasty. Subsequently, the patient was revised approximately 5 years later due to instability. During the revision, extensive bone and tissue necrosis was noted with resorption of the ilium and femur. Minor corrosion was noted on the trunnion as the femoral head was removed. The stem was stable and left intact, all other components were replaced without complication. Attempts have been made and additional information on the reported event is unavailable at this time.